Event description:
Customer claims that they had two separate incidents involving the same patient with two posey vests within the same day and timeframe. The first incident the patient was flexing and posturing his shoulders and it appeared that the zipper in the back gave way. They put another vest on the patient and he was pulling at the binding on the front of the vest. He was able to pull the binding away and tore the vest apart from the front. She reported that the patient was being aggressive against having the vest put onto them. They reported the patient was strong build, impulsive and aggressive. No injury occurred. Posey instructions for use state it is contraindicated to use on aggressive, combative, agitated or suicidal patients.

Manufacturer narrative:
(B) (4) - zipper gave way. Products were requested to be returned, but both products were discarded by the facility. (B) (4).